Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing venous retrograde approach. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified vessel in the left forearm. After a guide wire crossed the lesion, a 6.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a 6 x 4 non-bsc balloon catheter. No patient complications nor injuries were reported.